Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: this report is for unknown chronos/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ondru¿, s. Straka, m., and bajerová, j. (2011) "tricalcium phosphate mixed with autologous bone marrow in the treatment of benign cystic bone lesions in children¿. 544/ acta chirurgiae orthopaedicae et traumatogiae czechoslov., 78, p. 544-550. (B)(4). Purpose of this study: to test the hypothesis that the application of tricalcium phosphate (tcp) mixed with autologous bone marrow can achieve better and faster healing of benign bone lesions than the application of tricalcium phosphate granules alone. The prospective study evaluated two clinical groups of patients, each in a population of 10 patients treated at the department of pediatric surgery, orthopedics and traumatology with primary diagnosis of benign cystic bone lesions, namely non ossifying fibroma, enchondroma, fibrous dysplasia, aneurysmal bone cyst, and juvenile bone cyst. The study took place from (B)(6) 2008 until (B)(6) 2010; followed by dispensarization of the patients in effect until the end of 2010 and regular check-ups of monitored parameters. Material from a total of twenty patients, ten in each group ((B)(4)- administration of tricalcium phosphate in a form of granules in combination with autologous bone marrow, (B)(4)- administration of tricalcium phosphate granules alone). Group (B)(4): 10 patients prospectively studied, treated by application of synthetic tricalcium phosphate - chronos solution - mixed with autologous bone marrow collected after the surgery. Group (B)(4): 10 patients prospectively evaluated, treated for some form of the cystic bone lesion by application of the chronos granules alone. The patients with benign bone lesions treated by tcp mixed with autologous bone marrow showed neither recurrent disease nor complications. The group treated with tcp alone had recurrent lesions in two and persisting pain also in two patients. Other complications were not recorded. A total of 20 patients with the diagnosis of benign cystic bone lesion was operated on using the open method and the department of pediatric surgery, orthopedics, and traumatology ((B)(4)). It was possible to put together evenly represented two groups of ten patients each. Half of the patients in the group of patients who underwent surgery for benign bone lesion by application of tricalcium phosphate in combination with autologous bone marrow ((B)(4) group) were boys; mean age at diagnosis was 13.3 years. The group of patients receiving applications of tcp alone ((B)(4)) consisted of six boys and four girls; mean age at diagnosis was 13.7 years. Results: two patients showed signs of poor healing, requiring additional surgical treatment. This is report 1 of 1 for (B)(4). This report is for unknown chronos. This report is for 3 devices.